Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler is displaying the message heater bag not detected. The cones were broken, the cone was in the bag and the clamp was open. The bag was repositioned, but the message did not clear. The patient's contact stated that when the cassette was removed, it was noted that the inside of the door was moist. The patient will utilize manual treatment. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler is displaying the message heater bag not detected. The cones were broken, the cone was in the bag and the clamp was open. The bag was repositioned, but the message did not clear. The patient's contact stated that when the cassette was removed, it was noted that the inside of the door was moist. The patient will utilize manual treatment. The cycler will be replaced.